Event description:
It was reported that a patient underwent a cervical corpectomy at c3-c7 and at a 60 day follow up office visit, the doctor noticed plate separation at approximately c5-c6 levels. According to the report, there were initially no complaints of discomfort and the patient was unaware that the plate was separated. The doctor scheduled a revision surgery and the plate was removed and replaced. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies have been returned to the manufacturer for evaluation therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.